Event description:
A wire piece is missing from a nitanium palatal expander. Upon examination, the orthodontist confirmed that a wire piece (approximately 1" long x .036" diameter) has broken off and missing from the expander. The orthodontist was concerned that the patient might have swallowed the broken wire. A single view chest and abdomen x-ray was performed approximately a week after the incident. According to the orthodonitist, x-ray revealed "all clear" and no radiopaque foreign bdoy was found. No injury occured.

Manufacturer narrative:
In 06/2005, ortho organizers received the broken nitanium palatal expander involved in this event. Visual examination showed that the right ortholoy arm (wire) has broken where it comes out of the end insert. Scanning electron microscopy (sem) of the fracture surface revealed that the fracture mode was pure fatigue. Fatigue crack originated at the surface of wire that grew to critical size leading to the catastrophic fast fracture. A high magnification sem picture reveals multiple striations (indication of fatigue fracture) - an indication of multiple loading/unloading cycles. The location of the crack indicates a stress concentration point due to lateral flexure of the ortholoy arm. As a preventive measure, two proof-testing steps are added to the manufacturing process to eliminate potentially weak appliances. We have been marketing these appliances for almost 10 years. The breakage of ortholoy arm is an event with a low rate of occurrences (less than 0.02%). Radiography results approximately one week after the incidence revealed "all clear" and no radiopaque foreign body was found. Conclusion: as a result of the incident, there was no consequence or impact to the patient.